Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that patient faced ten infusion set cannula kinked events from (B)(6) 2024 to (B)(6) 2024. Event occurred after three hours of insertion. Insertion site was at upper buttocks. The set was in use for 24-48 hours. Blood glucose levels were reported to be high during the event and also patient was diagnosed with ketones. Patient took correction injection via multi-daily injection, replaced infusion set and resumed insulin deliveries successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).